Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter, therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of the returned product.

Event description:
Brush head of precision clean brush head came off the holder during brushing [device breakage], no adverse event [no adverse event]. Case description: report source: non-event - spontaneous. A male consumer of unspecified age reported via e-mail on (B)(6) 2017 that while brushing with an oral-b rechargeable toothbrush, version unknown on (B)(6) 2017, the head of the oral-b power oral care refill precision clean came off the holder. He reported he was brushing without unusual pressure or force, and the usual vibratory motion stopped and the brush head was easily movable perpendicular the attachment region. The brush head had been used for one month. No symptoms developed. The consumer reported he had used oral-b toothbrushes and attachments for many years. No further information was provided.